Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be a stale stop command which led to an early sensor expiration. The reported event of an unknown error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.